Event description:
Caller reported an inform system 1 blood glucose result of 66 mg/dl, 143 mg/dl within 10 minutes on inform system 2. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
This medwatch is for inform system 1. (B) (4): strips not available for return.

Event description:
It was reported that during a gastric bypass procedure, after firing the first part of staples were correct, but last part of the stapler was not consistent. To be sure of no leakage the surgeon sutured the last part again. Another device was used to complete the procedure. There were no adverse consequences for the patient.